Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous driveline repair was captured in MFR # 2916596-2015-00080. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-03094. It was reported that on (B)(6) 2021 the patient was admitted with heart failure symptoms. The patient's driveline was also shredding and x-rays were taken. It was noted that the patient had previous driveline repairs. The site also reported that the a new system controller was needed due to alarms/faults on the patient's current controller. The patient had a no external power alarm on interrogation, which was not heard by the patient or the wife who are not hard of hearing. A log file analysis captured low voltage alarms where the controller momentarily operated on backup battery/power save mode due to normal battery depletion. This was the cause of the no external power alarm that occurred on (B)(6) 2021. A transient backup battery fault was also noted from (B)(6) 2021 at 9:37 pm, which appeared to resolve. Based on the log file there was no evidence of driveline damage. It appeared that the damage displayed in images from the healthcare provider was cosmetic only. On (B)(6) 2021 the driveline outer silicone jacket was wrapped/secured with rescue tape as requested by hospital. The patient's controller was exchanged and no other issues were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: superficial, external driveline damage was confirmed through the submitted photos and through an onsite evaluation by an abbott representative. A specific cause for the superficial driveline jacket damage could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of heart failure symptoms could also not be conclusively established through this evaluation. The submitted x-rays were unremarkable. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted driveline photo showed two tears in the silicone jacket of the external portion of the driveline. The photos taken by abbott technical services during the onsite driveline evaluation and rescue tape repair demonstrated multiple tears in the silicone jacket of the external portion of the driveline. Rescue tape was applied over the tears in the jacket and over the visible bionate layer. A review of the submitted log file from 14apr2021 through 13may2021 found that the pump maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended, and there were no notable alarms related to a driveline issue active in the log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 25nov2014. No further information was provided. The manufacturer is closing the file on this event.